Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. There was no symptom relief. His symptoms were not being helped "with the incontinence" since the implant on (B)(6) 2015. They were on program 2 and stimulation was on. The patient moved to program 3 successfully. Sometimes the stimulation will turn off and they would not see the lightning bolt. The equipment was working as designed. The patient thought the patient programmer was turning off the stimulator by itself. The patient further reported on (B)(6) 2015 that he saw the low ins battery screen appear twice on (B)(6) 2015. It had not appear since then and he was able to check his settings as normal. They changed the patient programmer batteries. The patient confirmed that the low ins battery icon was not appearing on the main settings screen on the top row. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received approximately 5 months later from the initial report date via the consumer reported the patient wanted to have the representative meet with him at the healthcare provider (hcp)'s office for his (B)(6) 2016 appointment to check the device because it seemed to not be functioning. The device was for overactive bladder, urge incontinence, dribbling, failure to void the bladder completely, and nocturia. It was noted the device was working, somewhat, for a short period of time (about the end of (B)(6)) as the symptoms were better and nocturia was down to once a night. Recently, it appeared these symptoms had recurred almost as bad as ever and the patient was back to taking several herbal supplements. The representative at the appointment was able to get the interstim device to "work" using her "computer thing". It was identified that the device had been turned off during much of (B)(6) of this year. The patient had been told that her interstim device was programmed to cycle on-and-off, which was conflicting to what she was told at implant and her initial follow-up appointment. The patient had been trying to meet with a representative to potentially make adjustments or determine if it was working properly. It was also noted the patient thought she had been given conflicting information regarding potential electrode migration and the device "breaking down."

Event description:
Additional information received from the consumer reported that they had no idea what circumstances led to the device turning off by itself. There were no steps taken to resolve the issue. They replaced the batteries in the programmer. The device had not turned off again as of (B)(6) 2016. Sometimes the patient found the device would turn off as they were switching programs with the programmer. One manufacturer representative (rep) checked it at the health care professional (hcp) office on (B)(6) 2015 and it turned off while he was making adjustments. The rep supposed that he had accidentally pushed the off button on the programmer but he had not and neither did the patient. The icon on the programmer display showed that the battery of the device was low. The device showed off on (B)(6) 2015 and (B)(6) 2015 last. They replaced the battery on the programmer, which also showed low. The symptoms were roughly 25% better, not 60-80% as they expected. The device was not functioning as effectively as claimed. The patient suggested to not let the battery on the patient programmer get very low.